Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: incisional hernia procedure: robotic-assisted laparoscopic incisional hernia repair with mesh with component separation and myocutaneous flap advancement. Findings: the patient had 3 hernias in the midline from prior midline incision that were very close together that were connected to make 1 large defect. The patient had surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post- operative treatment included hernia repair and lysis of adhesions. Pre-operative and post-operative diagnosis: incisional hernia procedure: robotic-assisted laparoscopic incisional hernia repair with mesh with component separation and myocutaneous flap advancement. Findings: the patient had 3 hernias in the midline from prior midline incision that were very close together that were connected to make 1 large defect. The patient had surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence and adhesions. Post- operative treatment included hernia repair and lysis of adhesions.